Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, and during the implant, the patient experienced ectopy. Lidocaine push and amiodarone drip administered. Additionally, echo was performed, and a pericardial effusion was seen on echo. Ultrasound also performed on the right popliteal artery showing no flow. Patient was transferred back to the cath lab for urgent pericardiocentesis and impella explant due to no blood flow to distal leg. The clinical rep stated that the pericardial effusion was caused specifically from the infarct. The doctor believed that this was a left ventricle rupture. The clinical rep stated this likely occurred prior to the impella implant however, they were unsure if the impella contributed to the pericardial effusion.